Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported balloon rupture. The definitive root cause for could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2021),g3. H11: b3, h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported during an angioplasty procedure for a lesion in the sfa, the pta balloon allegedly ruptured. It was further reported that the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 10/2021.

Event description:
It was reported during an angioplasty procedure for a lesion in the sfa, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.